Manufacturer narrative:
(B)(6) ae assessor spoke with the patient to allow for further investigation of the complaint that "on her very first day of being on v-go she walked into her pharmacy to get a prescription and passed out. The patient explained her blood sugar dropped to 150 which is low for her." Vgo user told customer care "the pharmacy staff assisted her and she took glucose tablets to help bring her blood sugar back up. The patient said this was just on the first day of v-go. Vgo use informed the ae assessor that her bg values pre-vgo were no less than 400. She could not provide her highest bg or last a1c. Vgo user was prescribed levemir pre-vgo (dose unknown) but states, "I did not take it, I did not think it would help." Vgo user was started on vgo 20 with 3 clicks per meal and 1 click per snack. Her bg prior to applying her first vgo 20 at the hcp office was 400. She was trained on how to use the vgo, provided correction clicks (dose unknown) and about 1.5 hours later she "had a feeling" when she entered her pharmacy to pick up her prescription and she "passed out." Vgo user states pharmacy staff tested her bg and it was 150; they administered glucose tablets when she regained consciousness. She was not able to tell the ae assessor if any treatment was administered while she was unconscious. Ae assessor asked the vgo user what she means by "passed out" and vgo user states she was unconscious. If the vgo user was truly unconscious, ingesting glucose tablets while unconscious is not logical. Vgo user states pharmacy staff told her that her bg dropped from 400 to 150 and this caused her to "pass out". If the vgo user was accustomed to bg values greater than 400, a bg of 150 while not typically viewed as hypoglycemic could cause symptoms of hypoglycemia, as this is considered "low" for this individual. Vgo user was not willing to discuss if she spoke with her hcp after this event. Vgo user denied any suspicion of device malfunction. She reports her "average bg value according to her cgm has been "around 188" after one month of vgo use. Vgo user declined to provide further information regarding this event. Estimated time from the time the vgo user applied the vgo device (and corrected bg of 400) till she "passed out" is about 1.5 hours. The likely cause of the bg of 150 is the vgo device performed as expected and lowered the vgo user bg. The bg of 150 is considered "low" for this individual as her bg prior to vgo was "consistently" greater than 400. Vgo user was insulin naive as she did not take her insulin as prescribed pre-vgo so the vgo user response (sensitivity) to insulin was unknown prior to starting on the vgo.

Event description:
The patient stated that on the very first day of being on v-go patient walked into the pharmacy to get a prescription and passed out. The patient explained her blood sugar dropped to 150 which is low for patient and experienced symptoms of sweating and tingling toes. The patient stated the pharmacy staff assisted patient and patient took glucose tablets to help bring patient blood sugar back up. The patient stated her normal blood sugar level is usually around 188.